Event description:
In 2003 augmented with 275cc mentor saline implant. Now desires to be larger. In 2006 pt underwent bilateral removal of saline implant and capsulectomy. Implants removed intact and in good condition. Pt augmented with mentor 450cc gel implants without problems.